Event description:
Additional information: the starlock catheter lock was used.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. Three photographs of a 4 fr single lumen powerpicc catheter were returned for evaluation. An initial visual observation of the photographs showed a 4 fr single lumen powerpicc catheter with a circumferential split in the catheter tubing. Details of the split could not be discerned from the returned photographs. Use residues were observed on the exterior surface of the catheter tubing. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the patient arrives to receive outpatient chemotherapy treatment, saline solution infusion is installed and refers pain, when evaluated with manual pulsatile irrigation, saline solution is observed outflow from the insertion site, catheter is removed and is observed broken. Patient change treatment that does not require new placement of PICC. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.